Event description:
Customer reported updating personal profile settings impacted blood glucose level, which dropped to 52 mg/dl. Customer consumed carbohydrates to address the low blood glucose level, and there was no loss of consciousness or injury. Tandem technical support assisted in updating basal rate and device settings and advised the customer to consult with their healthcare provider after such updates.